Event description:
The journal article reported a 60-year-old male patient with right zss femoral implant and sneider cage underwent orif and revision with a constrained liner due to dislocation 8 months post index surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign ¿ turkey. G2: lima njzc, karatosun v. Extensive femoral bone loss following two-stage periprosthetic joint infection treatment: persistent challenges in proximal femoral replacement. Arthroplast today. 2025 dec 11;36:101906. Doi: 10.1016/j.artd.2025.101906. Pmid: 41479873; pmcid: pmc12754224. H6: proposed component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. X-rays were provided in the ja, however it is unknown if they are related to the patient in the complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.